Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen was distorted with green lines across the screen. Reportedly, the customer was unable to interact with the pump due to the display issue. The customer's blood glucose was 232 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.